Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. As per flextome mr specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no damage to the hypotube or shaft of the returned device.

Event description:
It was reported that a balloon burst occurred. The target lesion area was located in the left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use in a percutaneous coronary intervention. Was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that a balloon burst occurred. The target lesion area was located in the left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use in a percutaneous coronary intervention. Was advanced for dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with another of the same device. No complications reported and the patient is stable.